Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the reported issue with the geo module. Upon functional testing fse found that the geo module was not working. Fse replaced the geo module and reloaded the firmware. After replacement of geo module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the geometry module was not working. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.